Event description:
The customer's mother reported via phone call that customer's blood glucose was low. The customer's blood glucose was 64 mg/dl. The customer was not receiving any insulin during the fill tubing process. The customer explained that insulin kept dripping out. Through troubleshooting, it was found that the customer was unable to exit the preparing to prime loop. It was also found that the drive support cap was sticking out at an angle. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was unable to troubleshoot for her high blood glucose due to the insulin pump malfunction. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and rewind. However, the insulin pump alarmed during the basic occlusion test due to a loose and slanted drive support disk. The insulin pump had a cracked display window, cracked case at the display window corners, a broken reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a missing end cap sticker.